Event description:
It was reported that during a follow up, pocket infection was observed. The physician opened the pocket and attempted to clean inside. The system was explanted at a later date. The patient's medical condition is good.

Manufacturer narrative:
Review of quality records.